Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 3-5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed droplets of liquid located on the wall of the device's bottle and also a few droplets inside a bag that contains the device. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; droplets were found between the protective shell and the elastomer (bladder). This was observed during device transport. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.